Event description:
It was reported an unspecified system error occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. An event history log review could not be performed to verify the reported alarm due to a software error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection of device shown that the device was powering up but there was nothing on the display. Empirical tests were performed and the software issue was again reproduced. The direct cause of the software issues was a faulty digital board which was replaced to resolve the problem. The reported alarm was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.